Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had debilitating halos, blurry near and intermediate vision. The iol was exchanged for unspecified monofocal lens. Clinical reason for explant mentioned as multi-focal intolerance. Additional information has been received and stated the iol was exchanged for another company lens.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. Information in the file states the clinical reason for removal was multi-focal intolerance. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The company (1.50), 22.0 diopter (add power +2.2/+3.2) lens was replaced with a non-company monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).